Manufacturer narrative:
This supplemental report is being submitted to provide the product UDI information. Updated fields: d4.

Event description:
It was observed during the device evaluation, that the okm suction pumps had residues in the hoses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: residues in the hoses. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the okm suction pumps had residues in the hoses. There was no patient involvement.